Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called to report that the power knob is "sticky" and the alarm silence button is "sticky". (Intermittently stays "latched" >45 seconds) they noticed this during setup. He thinks someone used excessive cleaning agents on the front face of the vent. He requests a power knob (B) (4) and alarm display board (B) (4) under contact."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacture. (B) (4): the following information concerning the evaluation of the device is a summary of the information documented by the cardinal health technical support specialist, and the cardinal health failure analysis lab tech. The cardinal health tech support specialist in conjunction with the user facility biomed, determined that the root cause of the reported 45 second alarm silence button intermittently sticking longer than 45 seconds was a faulty alarm display board assembly (B) (4). Not related to the 45 second alarm issue it was also identified that the power knob (B) (4) was also sticking. Per user facility biomed tech, perhaps someone used excessive cleaning agents on vent's front face causing the 45 second alarm silence button and power knob to stick. The alarm display board assembly and power knob were received into the cardinal health failure analysis lab on (B) (6) 2008. The cardinal health failure analysis lab tech evaluated the alarm display board assembly and power knob, but was not able to reproduce the reported failure, thus was not able to identify a root cause in this alleged event. The user facility was shipped a replacement alarm display board assembly and power knob to repair the device and return it to service.